Event description:
"S/p b subgl infra gels for augmentation. These encapsulated so had r open capsulotomies and exchange with 210cc salines (h/s). These also encapsulated but has lived with it until the last 3-4 mos when they have become so painful cannot even wear a bra. Denies decrease in size or h/o trauma. Pt also has systemic sx's including arthralgias/myalgias (+ am stiffness), spasms, fatigue, sleep disturb, sore throats, temperature intolerance, ha's, tmjd, visual changes, dizziness, memory loss, dry eyes, hair loss, rashes, sens cold/sun/chem, sob/cough, cp/costochondritis, choking sens, increased cholesterol, wgt loss, and gi/gu disturbances as well as easy bruising.